Event description:
Product was used on the lfa following a diagnostic catheterization procedure. It was reported that the sheath separated from the hub.

Manufacturer narrative:
Code 86: review of the mfg and qc records for this lot of product. Code 100: the mfg and qc records found no deviations from specification. Code 200: co's evaluation of the returned product confirmed that the vasoseal sheath had separated from the hub. The sheath was also seriously kinked at about the midsection. It appears the sheath was bent during deployment, due to either excessive occlusive pressure or due to either excessive occlusive pressure or repositioning of the device during use. Either the plug or plunger dug into the side of the sheath and continued force pulled the sheath free. A positive determination cannot be made as the plugs and plungers were not returned.